Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went through four infusion sets and the insulin pump had a no delivery alarm. Customer threw the insulin pump and damaged the screen. Customer's blood glucose level was 223 mg/dl. Customer stated that the screen display was cracked and he cannot see the display. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Insulin pump had a cracked and bleeding lcd glass noted. Unable to confirm excessive no delivery alarms due to display anomaly.